Event description:
Patient presented to the physician with redness, swelling, and drainage at the chest incision site. Physician drained the chest pocket in the clinic, and serosanguineous fluid was observed. Physician obtained cultures and prescribed a 10-day course of antibiotics. Patient returned for a follow-up appointment with improvement, and the culture results were negative.